Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer also reported that the battery icon would only show 3 bars for a new battery. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that he administered the wrong amount of insulin which caused the high blood glucose. The insulin pump will not be returned for analysis.